Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection showed cracks in the organic light-emitting diode (oled) screen and when the device was powered on the screen stayed black. There was a click sound when the motor test ran. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Additionally, the investigation detected a secondary condition of loose motor screws that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered the articulation motor screws had become loose allowing the motors to move around. The connection between the motor output shaft and trilobe coupler was not impacted. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device reached its end of life.